Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated that the asystole occurred during the use of a plasma cutter and possible defibrillation detect operation. The consultant reviewed its operation and confirmed the pacing signal was fine after the use of the plasma cutter. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective replacement of this device asystole was observed on the pulse oximeter during electrocautery use. No adverse patient effects were reported.